Manufacturer narrative:
Testing of actual/suspected device: after further investigation by the customer, they discovered that the iabp console was not securely latched into the hospital cart. This has been corrected and the batteries are now charging properly. A service call was not necessary. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) battery was not charging. There was no patient involvement, and no adverse event reported.